Event description:
Icy start up kit tubing was leaking. The patient started on therapeutic temperature management protocol using this kit and a leak was noted two days later. The tubing is all external to the patient so no patient harm.